Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump's date/time settings had not been reset to current date/time. The pump was exercised and found to accurately deliver insulin as programmed; no problems were found with the pump's insulin delivery function. Evaluation also revealed the (B)(4) was leaking and failed, however this failure did not contribute to the injury and is not the reason for reporting this complaint.

Event description:
It was reported that on (B)(6) 2011 at 3:00 pm the patient obtained the blood glucose reading of 112 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. At 6:00 pm the patient passed out. The patient's parents contacted emergency services. When paramedics arrived, the patient was treated with a glucagon injection; his blood glucose level was not tested prior to the glucagon injection. After treatment, the patient was revived and his blood glucose level was 180 mg/dl. During troubleshooting, the customer support representative (csr) determined the pump's date was incorrect. The patient stated that he did not notice that the pump's date had changed after a battery replacement. The pump's time was set correctly, the basal settings were correct and there had been no change in the patient's insulin therapy. The csr also determined the pump had been exposed to x-rays one month prior to this event. The pump was returned to animas for evaluation, which revealed there was no issue with the pump's insulin delivery. The pump was found to accurately and correctly deliver insulin as programmed. The patient had not reset the pump's date and time settings after a battery replacement. The patient allegedly suffered symptoms suggesting severe hypoglycemia afterwards, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.